Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing stimulation in her ribs. It was also reported the patient lost weight. Surgical intervention may be pending to address the reported issue.